Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No low battery alert and no unexpected battery power loss anomaly during test noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had off no power and low battery alarms. The customer's blood glucose level was unknown. The customer also reported that the insulin pump did not received low battery alert prior to the off no power alert. Insulin pump will be returned for analysis.